Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient needed to return her device because she claims to have experienced "having heart issues while using it." And " I think her cardiologist said to stop using it." The customer service representative spoke with the patient who stated that while treating with the device she experienced heart palpitations and was too scared to use the device again. The patient stated that the heart palpitations subsided when treatment stopped. The patient stated that she is very sensitive and has had this issue since she was younger. The patient stated that she has been taking medication to control heart palpitations since before receiving the bhs and continues to take the medication. The patient did not contact the doctor about the issue. The patient will return the device.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The DHR was reviewed. All evaluation results did not show any discrepancies. The failure was not confirmed for the reported condition of "heart issue while treating with bhs and coil". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from (B)(6) 2023) to ((B)(6) 2024) for pn (1068234) and events related to (issues). Keyword search criteria: (complaint code: medical: issues) the search could not be specified further because the main complaint was heart issues. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "issues". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient was experiencing heart palpitation while using the unit. Th heart palpitation subsided when the treatment stopped. No additional patient consequences have been reported. The bhs unit was returned for further evaluation.